Event description:
It was reported that the patient had experienced a lack of therapeutic effect. The pump was replaced. The patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
Final device analysis revealed motor gear shaft wear. The serial number is included in the device identification web page for the synchromed? El pump motor stall due to gear shaft wear physician communication (dated 2007).